Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.2; second test inr = 1.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr = 1.2; second test inr = 1.0, mean = 1.10: sd = 1.14%; %cv = 12.9. The %cv is less than an equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Strip lot# was not provided. No further testing can be performed.